Manufacturer narrative:
The calibration and qc data gave no indication for a performance issue of the reagent or instrument. The investigation did not identify a product problem. A general instrument or reagent problem could not be identified. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys t3 result for one patient sample from the cobas e 801 module. The initial result was 3.21 nmol/l and was reported outside of the laboratory. The result was questioned by the doctors who asked for repeat testing. On (B)(6) 2019, the sample was repeated and the results were 1.88 and 1.83 nmol/l. There was no allegation of an adverse event. The reagent lot number was 356762 with an expiration date of 31-dec-2019.